Event description:
It was reported that a respiratory therapist was stuck by a syringe needle when the needle penetrated the side of the cork and protruded through the protective sheath. The rt had finished drawing the blood and stuck the syringe into the cork provided with the kit. When the cork was picked up to transport, the rt was stuck in the thumb by the protruding needle. The protect sheath had failed to stay locked in place, allowing the needle to bend to the side. The actual device used was discarded due to blood contamination. Samples from stock displaying the same lot number reported were tested and found to fail in the manner described. All stock of abg kits with protective sheaths was placed on hold and returned to the MFR. Testing results were also forwarded for investigtion by the MFR. No report has been received as of this date.